Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that the tlc55 was opened and positioned across the bowel in the usual manner. The surgeon was unable to fire the instrument and stated that it would not activate. Another tlc55 instrument was used to complete the case. There was no pt consequence.